Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The heartmate 3 lvad, serial number (B)(4), was not returned for analysis. The heartmate 3 lvas IFU lists stroke, bleeding, and sepsis as adverse events that may be associated with the use of heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was requested but was not received. Approximate age of device- 3 months, 15 days no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired due to septic shock and cerebral bleeding which was confirmed via autopsy. The patient reportedly had recent neuro surgery. No further information was provided.